Event description:
During t2 ph surgery, the surgeon did the drill of the proximal screw hole of the nail. Afterwards, when the surgeon tried to insert the screw, the screw contacted the edge of the screw hole of the nail. Therefore the surgeon changed insertion of screw into other screw hole, and completed the operation.

Manufacturer narrative:
The device will not be returned. If additional information is received it will be provided on a supplemental report. Device will not be returned.